Manufacturer narrative:
One device was returned for evaluation. The suspect device was visually inspected. The complaint is confirmed. The unit was also viewed under magnification and found to have sub-par melt flow causing an insufficient bond. Additional units from a new lot were tensile tested and found to exceed the minimal acceptance criteria. The root cause has been determined to be an incomplete machine cycle. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The customer reported that the tip of the catheter fell off as they were loading it prior to the case. The device was not used on a patient.